Manufacturer narrative:
The blower motor and motor controller were returned to the manufacturer to failure investigation (fi) for analysis. The customer's complaint cannot be verified. Both returned components passed all testing. No errors occurred during testing.

Manufacturer narrative:
G4:13apr2021. B4:14apr2021. The patient was placed on an alternate ventilator as a result of the reported alarm. There was no patient harm or serious injury noted. No additional patient information could be provided by the customer. The philips field service engineer (fse) was dispatched to the customer for additional evaluation. The fse confirmed the occurrence of the error code related to blower temperature high in the device event log. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) along with the blower motor assembly to address the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that while on a patient, the unit started alarming, "blower temperature high" error. The customer confirmed the reported failure. The customer replaced the blower motor. They tested the unit per the service manual and the unit is fully operational. The unit has returned to service. The unit was in clinical use, but there was no patient harm reported.